Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.50/+1.5/104 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023, due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The patient was happy. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).